Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain on the right side at the level of the ovaries"), systemic lupus erythematosus ("probable connective tissue as erythematous systemic lupus"), cystitis ("chronic cystitis"), blindness ("loss of vision/ decreased visual field worsenning"), raynaud's phenomenon ("raynaud's phenomenon worsenning"), ear infection ("otitis"), vaginal haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa") and incision site haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure was placed in patient with immunosuppressant (contraindicated)" on (B)(6) 2013. The patient's medical history included crohn's disease in (B)(6) 2011, ppd skin test positive, papular rash, papular rash and umbilical hernia repair. Concurrent conditions included irritable bowel syndrome, abdominal pain lower, atopic dermatitis, polyarthralgia, cold sores, dry eye, loss of vision, vaginal dryness, raynaud's phenomenon, tooth fracture and nail disorder. The patient also had a family history of colorectal cancer, stomach cancer and crohn's disease. Concomitant products included azathioprine for crohn's disease as well as acetylsalicylic acid (aspirin), budesonide, budesonide (entocort), mebeverine hydrochloride (duspatalin), mesalazine, omeprazole and prednisone (dacortin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), blindness (seriousness criterion medically significant), raynaud's phenomenon (seriousness criterion medically significant), ear infection (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), incision site haemorrhage (seriousness criterion medically significant), arthralgia ("joints pain/ polyarthralgia (worsenning)"), headache ("headaches"), dyspareunia ("pain in sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), tooth fracture ("broken teeth worsenning"), teeth brittle ("dental fragility worsenning"), oral herpes ("cold sores worsenning"), dry eye ("dry eye worsenning"), vulvovaginal dryness ("vaginal dryness worsenning"), onychoclasis ("nails rupture worsenning"), abdominal pain ("pain in the right hemi abdomen/ abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("hypermenorrhea"), migraine ("migraines"), swelling ("swelling"), renal pain ("kidney pain"), pyrexia ("fever"), urethral pain ("urethral pain which spread to the renal fossa"), nausea ("occasional nausea"), micturition urgency ("urinary urgency"), amenorrhoea ("amenorrhea"), vulvovaginal injury ("vaginal malaises with presence of injuries"), mass ("small painful lumps in the vaginal lips"), vulvovaginal pain ("small painful lumps in the vaginal lips"), constipation ("constipation"), abdominal discomfort ("malaise in the hypogastrium"), pain ("worsening of her pain"), paraesthesia ("paresthesia"), muscular weakness ("lack of strength in hands"), hypoaesthesia ("numbness in right hand"), erythema ("erythema in face"), somnolence ("somnolence"), urinary tract infection ("urinary infection") and visual field defect ("loss of vision/ decreased visual field worsenning"). The patient was hospitalized sometime in (B)(6) 2016. The patient was treated with surgery (uterus and tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, cystitis, blindness, raynaud's phenomenon, ear infection, vaginal haemorrhage, incision site haemorrhage, arthralgia, headache, dyspareunia, fatigue, alopecia, tooth fracture, teeth brittle, oral herpes, dry eye, vulvovaginal dryness, onychoclasis, abdominal pain, dysmenorrhoea, menorrhagia, migraine, swelling, renal pain, pyrexia, urethral pain, nausea, micturition urgency, amenorrhoea, vulvovaginal injury, mass, vulvovaginal pain, constipation, abdominal discomfort, pain, paraesthesia, muscular weakness, hypoaesthesia, erythema, somnolence, urinary tract infection and visual field defect outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, amenorrhoea, arthralgia, blindness, constipation, cystitis, dry eye, dysmenorrhoea, dyspareunia, ear infection, erythema, fatigue, headache, hypoaesthesia, incision site haemorrhage, mass, menorrhagia, micturition urgency, migraine, muscular weakness, nausea, onychoclasis, oral herpes, pain, paraesthesia, pelvic pain, pyrexia, raynaud's phenomenon, renal pain, somnolence, swelling, systemic lupus erythematosus, teeth brittle, tooth fracture, urethral pain, urinary tract infection, vaginal haemorrhage, visual field defect, vulvovaginal dryness, vulvovaginal injury and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal obstruction. Amendment: the report was amended on 24-jan-2019 for the following reason: references from duplicate deleted case (B)(4) (MFR number 2951250-2018-04196) entered as it was follow-up from this case. Reporter¿s information was updated and new reporters were added. Patient's information was also updated and it was confirmed that she was not pregnant. Furthermore new lab data info was added, and essure insertion and removal dates were provided.the events ¿device dislocation¿, ¿pregnancy with contraceptive device¿, ¿device ineffective¿, ¿uterine hemorrhage¿, ¿rheumatoid arthritis¿, ¿sjogren¿s syndrome¿, ¿adverse reaction¿, ¿autoimmune disorder¿, ¿device expulsion¿, ¿intra-abdominal fluid collection¿, ¿dental caries¿, ¿endometriosis¿, ¿adenomyosis¿, ¿complication of device insertion¿, ¿loss of libido¿, "rash" and ¿dementia¿ were deleted. The events ¿abdominal discomfort¿, ¿abdominal pain¿, ¿amenorrhoea¿,¿constipation¿, ¿dry eye¿, ¿dysmenorrhea¿, ¿ear infection¿,¿erythema¿, ¿fatigue¿, ¿hypoaesthesia¿, ¿mass¿, ¿menorrhagia¿, ¿micturition urgency¿, ¿migraine¿, ¿muscular weakness", ¿nausea¿, ¿onychoclasis¿, ¿oral herpes¿, ¿pain¿, ¿paraesthesia¿, ¿pyrexia¿, ¿raynaud's phenomenon¿, ¿renal pain¿, ¿somnolence¿, ¿swelling¿, ¿teeth brittle¿, ¿urethral pain¿, ¿urinary tract infection¿,¿vulvovaginal dryness¿, ¿vulvovaginal injury¿ and ¿vulvovaginal pain¿ were added. The event ¿chronic fatigue syndrome¿ was updated and recoded to ¿fatigue¿, and the event ¿medical device monitoring error¿ was recoded to ¿contraindicated device used¿. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in the right hemi abdomen/ abdominal pain / serious abdominal pain/ severe pain on the right side at the level of the ovaries'), device breakage ('travelling parts of the broken product inside the body') and uterine perforation ('organ tearing') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure was placed in patient with immunosuppressant (contraindicated)" on (B)(6) 2013. The patient's medical history included crohn's disease in (B)(6) 2011, ppd skin test positive, papular rash, papular rash and umbilical hernia repair. Concurrent conditions included irritable bowel syndrome, iliac fossa pain, atopic dermatitis, polyarthralgia, cold sores, dry eye, loss of vision, vaginal dryness, raynaud's phenomenon, tooth fracture and broken nails. The patient also had a family history of colorectal cancer, stomach cancer and crohn's disease. Concomitant products included azathioprine (imurel) for crohn's disease as well as acetylsalicylic acid (aspirin), budesonide, budesonide (entocort), mebeverine hydrochloride (duspatalin), mesalazine, omeprazole and prednisone (dacortin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), dyspareunia ("pain in sexual intercourse"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("hypermenorrhea/ heavy bleeding during periods"), vaginal haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa"), abdominal discomfort ("malaise in the hypogastrium"), amenorrhoea ("amenorrhea"), headache ("headaches"), vulvovaginal injury ("vaginal malaises with presence of injuries"), vulvovaginal pain ("small painful lumps in the vaginal lips"), vulvovaginal dryness ("vaginal dryness worsenning"), back pain ("back ache"), hypersensitivity ("allergy"), systemic lupus erythematosus ("probable connective tissue as erythematous systemic lupus"), cystitis ("chronic cystitis"), blindness ("loss of vision/ decreased visual field worsening"), raynaud's phenomenon ("raynaud's phenomenon worsening"), ear infection ("otitis"), incision site haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa"), arthralgia ("joints pain/ polyarthralgia (worsening)"), fatigue ("fatigue"), alopecia ("hair loss"), tooth fracture ("broken teeth worsenning"), teeth brittle ("dental fragility worsenning"), oral herpes ("cold sores worsenning"), dry eye ("dry eye worsenning"), onychoclasis ("nails rupture worsenning"), migraine ("migraines"), swelling ("swelling"), renal pain ("kidney pain"), pyrexia ("fever"), urethral pain ("urethral pain which spread to the renal fossa"), nausea ("occasional nausea"), micturition urgency ("urinary urgency"), mass ("small painful lumps in the vaginal lips"), constipation ("constipation"), pain ("worsening of her pain"), paraesthesia ("paresthesia"), muscular weakness ("lack of strength in hands"), hypoaesthesia ("numbness in right hand"), erythema ("erythema in face"), somnolence ("somnolence"), urinary tract infection ("urinary infection"), visual field defect ("loss of vision/ decreased visual field worsenning") and mental disorder ("psychological problems"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (uterus and tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device breakage, uterine perforation, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, abdominal discomfort, amenorrhoea, headache, vulvovaginal injury, vulvovaginal pain, vulvovaginal dryness, back pain, hypersensitivity, systemic lupus erythematosus, cystitis, blindness, raynaud's phenomenon, ear infection, incision site haemorrhage, arthralgia, fatigue, alopecia, tooth fracture, teeth brittle, oral herpes, dry eye, onychoclasis, migraine, swelling, renal pain, pyrexia, urethral pain, nausea, micturition urgency, mass, constipation, pain, paraesthesia, muscular weakness, hypoaesthesia, erythema, somnolence, urinary tract infection, visual field defect and mental disorder outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, blindness, constipation, cystitis, device breakage, dry eye, dysmenorrhoea, dyspareunia, ear infection, erythema, fatigue, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, incision site haemorrhage, mass, mental disorder, micturition urgency, migraine, muscular weakness, nausea, onychoclasis, oral herpes, pain, paraesthesia, pyrexia, raynaud's phenomenon, renal pain, somnolence, swelling, systemic lupus erythematosus, teeth brittle, tooth fracture, urethral pain, urinary tract infection, uterine perforation, vaginal haemorrhage, visual field defect, vulvovaginal dryness, vulvovaginal injury and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal obstruction. Most recent follow-up information incorporated above includes: on 2-dec-2021: new information added: new lawyer, new adverse events (device breakage, uterine perforation, psychological problems, back ache and allergy); new event serious abdominal pain was merged with right abdominal pain at the level of the ovaries. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in the right hemi abdomen/ abdominal pain / serious abdominal pain/ severe pain on the right side at the level of the ovaries'), device breakage ('travelling parts of the broken product inside the body') and uterine perforation ('organ tearing') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure was placed in patient with immunosuppressant (contraindicated)" on (B)(6) 2013. The patient's medical history included crohn's disease in (B)(6) 2011, ppd skin test positive, papular rash, papular rash and umbilical hernia repair. Concurrent conditions included irritable bowel syndrome, iliac fossa pain, atopic dermatitis, polyarthralgia, cold sores, dry eye, loss of vision, vaginal dryness, raynaud's phenomenon, tooth fracture and broken nails. The patient also had a family history of colorectal cancer, stomach cancer and crohn's disease. Concomitant products included azathioprine (imurel) for crohn's disease as well as acetylsalicylic acid (aspirin), budesonide, budesonide (entocort), mebeverine hydrochloride (duspatalin), mesalazine, omeprazole and prednisone (dacortin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), dyspareunia ("pain in sexual intercourse"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("hypermenorrhea/ heavy bleeding during periods"), vaginal haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa"), abdominal discomfort ("malaise in the hypogastrium"), amenorrhoea ("amenorrhea"), headache ("headaches"), vulvovaginal injury ("vaginal malaises with presence of injuries"), vulvovaginal pain ("small painful lumps in the vaginal lips"), vulvovaginal dryness ("vaginal dryness worsenning"), back pain ("back ache"), hypersensitivity ("allergy"), systemic lupus erythematosus ("probable connective tissue as erythematous systemic lupus"), cystitis ("chronic cystitis"), blindness ("loss of vision/ decreased visual field worsening"), raynaud's phenomenon ("raynaud's phenomenon worsening"), ear infection ("otitis"), incision site haemorrhage ("bleeding from the scar from the cupola vaginal / bleeding from the vaginal mucosa"), arthralgia ("joints pain/ polyarthralgia (worsening)"), fatigue ("fatigue"), alopecia ("hair loss"), tooth fracture ("broken teeth worsenning"), teeth brittle ("dental fragility worsenning"), oral herpes ("cold sores worsenning"), dry eye ("dry eye worsenning"), onychoclasis ("nails rupture worsenning"), migraine ("migraines"), swelling ("swelling"), renal pain ("kidney pain"), pyrexia ("fever"), urethral pain ("urethral pain which spread to the renal fossa"), nausea ("occasional nausea"), micturition urgency ("urinary urgency"), mass ("small painful lumps in the vaginal lips"), constipation ("constipation"), pain ("worsening of her pain"), paraesthesia ("paresthesia"), muscular weakness ("lack of strength in hands"), hypoaesthesia ("numbness in right hand"), erythema ("erythema in face"), somnolence ("somnolence"), urinary tract infection ("urinary infection"), visual field defect ("loss of vision/ decreased visual field worsenning") and mental disorder ("psychological problems"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (uterus and tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device breakage, uterine perforation, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, abdominal discomfort, amenorrhoea, headache, vulvovaginal injury, vulvovaginal pain, vulvovaginal dryness, back pain, hypersensitivity, systemic lupus erythematosus, cystitis, blindness, raynaud's phenomenon, ear infection, incision site haemorrhage, arthralgia, fatigue, alopecia, tooth fracture, teeth brittle, oral herpes, dry eye, onychoclasis, migraine, swelling, renal pain, pyrexia, urethral pain, nausea, micturition urgency, mass, constipation, pain, paraesthesia, muscular weakness, hypoaesthesia, erythema, somnolence, urinary tract infection, visual field defect and mental disorder outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, blindness, constipation, cystitis, device breakage, dry eye, dysmenorrhoea, dyspareunia, ear infection, erythema, fatigue, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, incision site haemorrhage, mass, mental disorder, micturition urgency, migraine, muscular weakness, nausea, onychoclasis, oral herpes, pain, paraesthesia, pyrexia, raynaud's phenomenon, renal pain, somnolence, swelling, systemic lupus erythematosus, teeth brittle, tooth fracture, urethral pain, urinary tract infection, uterine perforation, vaginal haemorrhage, visual field defect, vulvovaginal dryness, vulvovaginal injury and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal obstruction. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration device"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), uterine haemorrhage ("abnormal uterine bleedings"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome"), autoimmune disorder ("autoimmune answer to the metal of fibers "pet"") and dementia ("dementia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), adverse event ("systemic chronic reactions"), autoimmune disorder (seriousness criterion medically significant), loss of libido ("loss of sex drive"), dyspareunia ("dyspareunia"), device expulsion ("expulsion device"), rash ("rash"), intra-abdominal fluid collection ("important liquid abdominal retention"), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), alopecia ("loss of hair"), dental caries ("dental caries"), tooth fracture ("dental ruptures / loss of dental pieces"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and complication of device insertion ("failure implant (about correct insertion)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, uterine haemorrhage, pelvic pain, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, adverse event, autoimmune disorder, loss of libido, dyspareunia, device expulsion, rash, intra-abdominal fluid collection, dementia, chronic fatigue syndrome, alopecia, dental caries, tooth fracture, endometriosis, adenomyosis and complication of device insertion outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, adverse event, alopecia, autoimmune disorder, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, device dislocation, device expulsion, dyspareunia, endometriosis, intra-abdominal fluid collection, loss of libido, pelvic pain, pregnancy with contraceptive device, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: main case: (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 12-dec-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 2774 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 3793 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 5-dec-2017: after internal review, event failure implant (about correct insertion) was added and event autoimmune answer to the metal or fibers ¿pet¿ was recoded to autoimmune disorder. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration device"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), uterine haemorrhage ("abnormal uterine bleedings"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome") and dementia ("dementia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), adverse event ("systemic chronic reactions"), device allergy ("autoimmune answer to the metal of fibers "pet""), allergy to metals ("autoimmune answer to the metal or fibers "pet""), loss of libido ("loss of sex drive"), dyspareunia ("dyspareunia"), device expulsion ("expulsion device"), rash ("rash"), intra-abdominal fluid collection ("important liquid abdominal retention"), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), alopecia ("loss of hair"), dental caries ("dental caries"), tooth fracture ("dental ruptures / loss of dental pieces"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, uterine haemorrhage, pelvic pain, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, adverse event, device allergy, allergy to metals, loss of libido, dyspareunia, device expulsion, rash, intra-abdominal fluid collection, dementia, chronic fatigue syndrome, alopecia, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, adverse event, allergy to metals, alopecia, chronic fatigue syndrome, dementia, dental caries, device allergy, device dislocation, device expulsion, dyspareunia, endometriosis, intra-abdominal fluid collection, loss of libido, pelvic pain, pregnancy with contraceptive device, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: main case: 2017-236758. ***string generated by auto-narrative. Do not modify*** the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 11-dec-2017 for the following meddra preferred term: device dislocation: the analysis in the global safety database revealed 2774 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 3793 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.